Event description:
Pt having knee menisectomy: spinal needle (part of the neuroarthroscopy pack) obturator extends beyond needle itself (approximately 1 cm) not flush. Used in pt before found - concern is defective. Used during knee surgery. To date, no apparent injury, but potential there.